Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the distributor on behalf of the customer, after receiving the endoeye flex deflectable videoscope from repair, the image blacked out during a therapeutic procedure while being used with a visera elite ii video system center. The scope was replaced with another device. No patient harm reported. The device had been inspected. No abnormalities were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a temporary poor contact inside the scoop (including the connection between the tip side or the video connector board and the imaging cable), but further analysis was difficult from the actual product and the cause could not be further determined. Olympus will continue to monitor field performance for this device.